Event description:
Complainant alleged that during a routine shift check by a clnician, the device displayed a "pacer fault 116" message. Complainant indicated that there was no patient involvement in the reoprted malfunction.